Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable was verified to be defective due to a corrupted cable life. The cable was tested with known good lab equipment; however, a "replace cable" error message was displayed. (B)(6).

Event description:
It was reported that the display read for a couple of seconds, then goes off without an error message. No known impact or consequence to patient.